Manufacturer narrative:
The pink slide insert was not visible in the top housing viewing window. The arms of linkage assembly were in a deployed state. The cannula was not visible in the needle well. The data downloaded from the device showed no abnormalities. Inspection of the needle mechanism showed that the catch beam was incorrectly installed into the chassis. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. It was observed that only the tip of the catch beam was seated in the slide insert. Due to the incorrect installation of catch beam, the catch beam was unable to hold the slide insert in a deployed position leading to the pink slide insert retracting back into the pod. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. No leaks were found along the entire fluid path.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.